Manufacturer narrative:
(B)(4).

Event description:
Upon further review of the complaint it was determined that this was not an MDR reportable event.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter and receiver on 10/19/2015. No injury or medical intervention was reported.